Event description:
The customer reported intermittent lamp does not turn on during inspection for use involving an Olympus xenon light source. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.